Event description:
It was reported that a small volume infusor did not fully deliver its contents. The device was filled per the baxter recommended procedure and solution flow was confirmed. The issue then occurred during patient infusion for a folfox regimen. The reporter stated that after the expected infusion time of 46 hours, the home patient (hp) noticed an unspecified amount of solution remaining inside of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot 14a026 was manufactured between january 20, 2014 ¿ january 21, 2014. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One unit was received for evaluation. The unit contained 77 ml of fluid in its bladder. Visual inspection on the unit (via the naked eye) showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was subsequently performed by removing the luer cap from the unit¿s distal luer. After cap removal, evidence of flow was visually observed at the distal luer and continued to flow without stopping. The unit met product specification. Should additional relevant information become available, a follow-up medwatch will be submitted.